Event description:
"It was reported by the patient's wife that ever since patient received his hip replacement he has been experiencing extreme pain and has developed several medical conditions such as: anemia, diabetes, high cholesterol, osteoarthritis etc. The area of the patient incision has an indent in his skin big enough to fit his wife's palm of her hand in. When the patient is touched in that area it is very painful for him. He also takes pain medication as needed for pain and sometimes has to use a walker to get around. The family was told that the hospital where the surgery took place has been closed down and no information on his surgery can be obtained. The patient's wife has reached out to dr. And he states he has no medical records of what was implanted in the patient and was told to contact stryker and we could look it up. Patient's wife stated that it was ok for stryker to contact her surgeon."

Manufacturer narrative:
Evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.